Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt801 has failed. This issue will be internally investigated within vyaire.